Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d6a, d6b, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. No image upon angulation on. The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope 1.2 mm bronch image is not showing on the screen. The issue occurred during set up. There were no reports of patient harm.